Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure stent damage was noticed. The lesion was located in the distal left anterior descending (lad) artery. The lesion was pre-dilated with an unspecified size balloon. The physician attempted to implant a taxus express2 3.0x16.0mm drug eluting stent but was unable to advance the stent across the lesion site. The physician began to remove the stent delivery system (sds) but the stent became stuck at the stent/guide interface. The entire system was then removed and it was noticed the stent struts were protruding. The physician was able to complete the procedure with another of the same device. There were no pt complications.

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.